Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power issue. It was reported that the "pump" kept on peeping/alarming since a replace battery alarm. No low battery warning was displayed and was not found in the pump history. No further information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: review of the black box data revealed that records from the date of the alleged issue had been overwritten due to continued use. On investigation, the pump powered on using the returned battery cap, which was able to tighten securely to the pump. The pump was exercised for 24 hours without any interruption in power or call service alarms occurring. The electrical current draws were evaluated and found to measure outside the required specifications. The pump was opened for investigation and revealed moisture damage to the transceiver, continuous glucose monitoring board, force sensor pins, power printed circuit board and other printed circuit board components. Investigation determined high current draws due to internal moisture contamination. Unrelated to the original complaint, the battery compartment was noted to be cracked. See also medwatch report #2531779-2017-21205.